Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): analysis of the implantable neurostimulator (s/n (B)(4)) found no significant anomaly, the ins had normal end of life and the telemetry and output were okay.

Event description:
It was reported only part of the device was explanted. It was noted the primary cell implantable neurostimulator (ins) was explanted. It was stated there was premature battery depletion. It was stated the life of the ins was only 3 years. It was noted the patient status at the time of report was alive with no injury. It was stated there were no patient symptoms associated with the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.